Manufacturer narrative:
There are 48 recorded events on this pad device between (B)(6) 2010 and (B)(6) 2011. The lack of date before (B)(6) 2010 indicates the memory was erased on or before this date. Multiple events on (B)(6) 2011 onwards would indicate the device was switching itself on. This would have depleted the pad-pak and filled the memory. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.